Event description:
The pt underwent therasphere treatment to the right lobe of their liver in 08/01 and received 144 gy. The procedure went well and the pt was discharged to home in stable condition. CT scan from 10/01 showed response of their 7.3 cm liver lesion to therasphere treatment. In 12/01 the pt was admitted to their local hospital for chest pain secondary to severe pulmonary hypertension. Due to the lack of health coverage the pt was discharged to home in 12/01 before their condition had a chance to improve. In 2001 the pt was taken to the emergency room with symptoms of severe hematemesis and hemoptysis. Pt went into cardiorespiratory arrest and was pronounced dead later that day. Final diagnosis reads: 1. Cardiorespiratory arrest secondary to pulmonary hypertension. Massive bleeding from esophageal varices. This death is not related to therasphere treatment; it is due to pulmonary hypertension.